Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: unit runs fine, no displacement with driver. Delta p is on spec. Mean airway pressure slightly off but nothing out of ordinary. Unit is shown to be connected to an external ups and the humidified was not connected to circuit upon arrival.

Event description:
The customer reported there was an incident on a patient and they need the unit checked out by a carefusion field rep. The settings and the circuit are still on the unit. No further information was detailed.